Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump prime fill anomaly. It was reported that the customer had low blood glucose level below 30 mg/dl. Troubleshooting was performed for prime fill anomaly and noticed that the reservoir was completely empty. Advised to rewind, piston in contact with the tank, prime tubing and cannula prime. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer's blood glucose was .28 g/l.